Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that while wearing the pod longer than 48 hours, the cannula was dislodged. The patient reported normal blood glucose (bg) values that are unknown. For treatment, the parent changed out the pod.